Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the hub disconnected from the drainage catheter. Device imaging shows the hub of a mac-loc drainage catheter attached to a drainage container; the actual drain is not in the picture. The physician indicated it was a nephrostomy tube that had been placed at another facility.